Event description:
The company representative reported via phone call that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The customer stated that the drive support cap was sticking out. The blood glucose reading was 198 mg/dl. The customer was advised to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 error during basic occlusion test due to protruded loose drive support disk. The insulin pump was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.